Manufacturer narrative:
H.6. Investigation: lot#: 0072852 DHR and related manufacturing records were reviewed, no abnormality was found. Clog and np gap test was conducted on 14pcs retention samples and all no needle clog or np gap fail found. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. Complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that a pen needle 31gx5mm 14 pack was unable to deliver medication during use. The following was reported by the initial reporter: "the needle was found to be blocked when changing insulin needle."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen needle 31gx5mm 14 pack was unable to deliver medication during use. The following was reported by the initial reporter: "the needle was found to be blocked when changing insulin needle."